Event description:
Caller alleged discrepant results with inratio meter versus lab. Lab: 3.1 and meter: 4.6. Caller stated that patient has not had heparin/lovenox, no cancer/anemia; patient has a history of fluctuation, even though she's been on coumadin for years. No adverse event was reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(4) 2009, inratio: 4.6, lab: 3.1, mean: 3.85, confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. No further investigation will be required. Device was not returned for evaluation. No corrective action is required as no product deficiency was established.